Event description:
During a procedure on a shoulder, the surgical blade broke. The blade had to be retrieved which required additional time in the or. The procedure was then completed without further incident.

Manufacturer narrative:
The incident occurred during a shoulder procedure. The surgeon reported that he was cutting through a thick tendon and did not realize until later in the case that the blade had broken. He then had to extend the procedure to include an arthroscopy in order to retrieve the tip of the blade. In doing so, it added an additional 90 minutes to the case. The procedure was then completed without further incident. It was reported that the patient did well. The blade in the pack is not reinforced. The account felt this blade has met their needs for more than a year and would decide whether they wanted to convert to a reinforced blade for future orthopedic cases.